Manufacturer narrative:
(B)(4). Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received unexpected battery loss alarm, reset it and still got the same message even after replace the battery. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.